Event description:
It was reported that a device alarmed for a system error 322. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the system error 322 during testing; however, the error was found in the history log. The upper and lower aux were found to be out of specification. The upper and lower aux were replaced.